Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending on using a resolute onyx drug eluting stent in a patient's proximal circumflex which exhibited heavy calcification, was very tortuous and with 95% lesion stenosis. The device was inspected with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing the device to the lesion and excessive force was used. It is reported that resolute onyx drug eluting stent device came off its balloon when it was being removed from the patient. It is indicated that the stent did not dislodge. No patient injury is reported.